Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Diagnosis: mild cystourethrocele, genuine stress urinary incontinence, moderate rectocele symptomatic procedure: suburethral transobturalor sling, cystoscopy, posterior vaginal vault repair with apogee, perineorrhaphy. Complications: pain and recurrence of symptoms.